Event description:
Allegedly, during a gastric bypass procedure, the tip of the instrument broke off in patient. The doctor used a c-arm to locate the broken piece. He retrieved the piece, replaced the instrument and completed the procedure with no further impact on patient. Doctor stated this caused an hour delay in procedure.

Manufacturer narrative:
The instrument has been in use for over 4 years. The 13mm tipped lower stationary jaw broke off the device. The shaft is bent and loose at the proximal end. The instrument shows evidence of wear.